Event description:
It was reported by the patient¿s family member that a device site infection occurred post implant of the implantable pulse generator (ipg). The patient was treated with antibiotics and the infection resolved. It was further reported that there was premature depletion of the device battery and that the left ventricular lead was ¿not in right place¿. Additional information obtained from the clinic reported that the physician adjusted device settings to reduce pacing and preserve battery and that the left ventricular lead had high thresholds. After changing of the pacing vector the thresholds decreased and battery longevity estimate increased. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).